Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection was performed and showed the front and back enclosures are broken. Functional inspection was performed and no obstruction was found, the device works within the normal range. We have not been able to establish a relationship between the event reported and the device. Probable causes may be kinks, leaks and blockages in the vacuum circuit, or a component failure. Our medical assessment concluded: although treatment was cancelled until a back-up device was used the following day, per e-mail communication the patient¿s health status was reported as ok. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during treatment the machine triggers the obstruction alarm for no reason, the tank has been changed, it was checked if it is due to a possible leak, if the canister is incorrectly positioned, if the valve is obstructed. Even the entire cure is changed but the problem persists and the obstruction alarm remains on. This is a nuisance for the professional, because he had to resort a cure in a humid environment, treatment was cancelled but next day a backup was used. No patient harm reported.